Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for non sustained lead noise. Review of episodes showed it was triggered due to mismatch between the far-field and the near-field sensing. Reprogramming was recommended so that the rhythm may be appropriately detected. Device remains successfully implanted.